Event description:
It was reported that pump touchscreen became cracked and shattered after pump was dropped and hit ground, and touchscreen no longer responded so customer could not interact with pump. There was no adverse impact to the customer's blood glucose level. Customer confirmed damage under screen protector and, although pump was out of warranty, pump was scheduled for replacement and customer used multiple daily injections as alternate therapy.